Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised getting has high pressure no switching error code, one red and two green with no lights flashing or alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pilot valve was defective causing the high pressure/"no switching" error code, which confirmed the original complaint issue. However, there is no indication of a failure of the lights/alarms to operate. Additional malfunctions identified are: the sieve beds were saturated, the 4-way valve was stuck, and the inlet filter was missing.

Event description:
Dealer advised getting has high pressure no switching error code, one red and two green with no lights flashing or alarms.